Manufacturer narrative:
Follow-up #1 date of submission 12/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the black box data showed a low battery alarm due to normal battery usage. No drastic voltage fluctuations were observed. A visual inspection of the pump showed that the battery compartment was intact with no evidence of moisture. During testing, the pump¿s current draws were found t be within specifications. The pump cover was removed and no intermittent conditions or moisture was found inside the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.